Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 225 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Troubleshooting was performed and advised customer that the sensor glucose and blood glucose readings would be close but rarely match due to how glucose travels in the body. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer's blood glucose at the time of call was 200 mg/dl. The sensor will not be returned for analysis.